Event description:
Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision due to take place (B)(6) 2013, asr resurfacing - right, reason(s) for revision: alval / soft tissue reaction. Update - confirmed revision has taken place taken from (B)(6) spreadsheet dated 19th september 2013. Update rec'd 11 sep 2014 - rec'd clinical report with ref, patient demos, 2 additional reasons for revision: pain and osteolysis. Also filled in all marked to mw boxes. Patient was born in 1943, no specific date was given.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint (B)(4) reason for original complaint ¿ asr revision due to take place (B)(6) 2013. Asr resurfacing - right. Reason(s) for revision: alval / soft tissue reaction. Update - confirmed revision has taken place taken from (B)(6) spreadsheet dated (B)(6) 2013. Update rec'd 11 sep 2014 - rec'd clinical report with ref, patient demos, 2 additional reasons for revision: pain and osteolysis. Also filled in all marked to mw boxes. Patient was (B)(6), no specific date was given. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.